Event description:
The pt reportedly experienced sound quality issues soon after the activation. External equipment was exchanged. However, the problem was not resolved. Testing confirmed that the device was functioning. Due to the poor performance the centered decided to explant the pt's device and reimplant the pt with another device.